Event description:
It was reported via repair work order that there was no power to the bed due to malfunction power supply, power board and cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the cpu and power supply board were burned. There was nothing wrong with power board as reported.

Event description:
It was reported via repair work order that there was no power to the bed due to malfunction cpu and power supply board were burned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.